Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported aviva system neonate blood glucose results of 33 mg/dl and 81 mg/dl within 10 minutes. No adverse event reported. Return of the suspect device was requested for evaluation.